Event description:
The following information was provided: coracoid tip was fractured when scapular clamp was placed. Case completed manually. Case type / application: rsa. Update 04/10/2026: how was the clamp applied?: on the lateral segment on the coracoid. Aside from the coracoid fracture, was there anything unusual about the application/ use of the clamp?: -nothing of note left or right side: right how severe/ large/ serious was the fracture?: minor. The main issue was the instability of the clamp. Clamp wasn't stable on lateral aspect of coracoid, and putting it more medial left visualization issues with drape around the head. What was done to address the fracture? If nothing was done, why not?: nothing. Very lateral tip was fractured, but not serious enough to call for intervention. Please estimate any surgical delay, even if under a minute (or indicate ¿none¿ to confirm there was absolutely no delay): -3-5 minutes. Attempted to put clamp back on to see if it would be worth reregistering scapula. Determined that the clamp wouldn't be stable. Continued on manually.